Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Product damage (sterile sleeve damage). It was noted that during repositioning the tail end of the repositioning sheath was torn. It was unclear if it got damaged during multiple attempts of repositioning, during insertion or if it was a manufacturing complication. Due to lack of product returned, the root cause of the product damage (sterile sleeve damage) could not be determined. Positioning issues: a few hours after support, there was concern for improper impella placement, due to no ao signal and the impella was at 87cm. Repositioning was conducted and also volume was given to the patient. Additionally, there was repositioning done after an impella position in aorta alarm on (B)(6) 2025. Due to lack of clinical details, the root cause of the positioning issues cannot fully be determined as it is unclear if the pump was placed in an incorrect position. Optical signal issue: it was stated that the pump was not in the correct place and repositioning was done. There was also low placement signals. The patient was also on ECMO and patient began auto-diuresing and education was done on volume status as there was poor lv and rv function. After volume was given, the pulsatility and placement signal returned to normal. The data logs show a significant increase in placement signal (ps) from 80mmhg to ~ 130mmhg over the course of 18 mins, and the p-level was decreased. The placement started trending down from 130mmhg to about 40mmhg with a trend in flows. Ps low alarms resolved shortly after. Based on the clinical description and data logs, the root cause of the optical signal issue is most likely due to the patients condition as the ps low alarms improved with adding volume. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Added codes for investigation findings and conclusion based off the investigation for the optical signal issue.

Event description:
The customer reported that the device exhibited an optical signal issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp support ongoing along with extracorporeal membrane oxygenation for a patient admitted in with cardiogenetic shock and cardiomyopathy. It was reported that the pump is in poor position and had to be adjusted frequently. It was also noted when repositioning that the tail end of the repo sheath was torn. It is unknown if the tear in the sleeve occurred during use or not. There was no patient harm.